Event description:
On 20 sept 2024,senseonics was made aware of an incident where the user reported symptoms of redness and itching while using the white adhesive patches.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported skin allergy caused by the white adhesive patches and having symptoms of redness and itching. The user has a history of sensitive skin. The hcp was aware of the event and prescribed nativus for the skin allergy. No further resolution was necessary for this complaint.